Event description:
It was reported that during central cleaning, it was observed that the attachment device would not lock into the drill device. During in-house engineering evaluation, it was discovered that the device was running a little above temperature specification. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the customer reported condition the attachment device would not lock into the drill was not confirmed. However, during evaluation it was discovered that the device was running a little above temperature specification. It was determined that the bearings are worn out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.